Event description:
Mis pedicle screw housing's reduction towers are meant to be broken off after full rod and screw constructs are completed. One of the mis tower ear's broke off prematurely in the pedicle screw housing during a set screw insertion therefore surgeon had difficulty seating the set screw. Surgery was delayed by 30 minutes because old screws were taken out and replaced with brand new screws in order to seat the rod, and final tighten the set screws. Both tabs of the new screws were broken off successfully. No pre, intra-op, or post-op x-rays were provided. No patient anatomy was provided. No harm or injury to the patient was reported. Points to end user surgical technique error. Side note: both break-off groove features on the mis housing are of same dimension thus, requiring same intentional force to break them off. Given the same force is required to break them off, one of the two tabs breaking prematurely, points to surgeon's carpentry and technique as the cause of the premature failure. Typical instrument used to advance set screw is a straight shaft inserter. If the mis tower is not in axial alignment with the inserter it can cause a jam. The joystick maneuvering of the shafted instrument that is jammed, due to the axial misalignment, can result in excessive force applied to the break off groove feature in the mis housing causing premature failure if not aligned prior to downward insertion force to advance the set screw. No detailed description provided on the end users instrumentation modality therefor the root cause is indeterminate.